Event description:
The date above is approximate. Had allergan biocell tissue expanders placed after double mastectomy. After having 6 radiation treatments on my left breast the surgery site scabbed over with a yellow looking scab. The radiation doctor stopped the radiation and sent me home to return in a month to continue radiation. A few days later I woke up dizzy and later that evening throwing up. I called the doctor office and was advised to go to the hospital because I may have an infection. The hospital wanted to air lift me to ctca to remove the implants but could not get the doctor to return their call. I was hospitalized for over a week and sent home with a health nurse coming by daily for about a month. Later, the plastic surgeon who removed the implants was going to close up a hole in my chest that would not close up on its own and found the infection got into the bone and had to remove a small piece of my rib. I was placed on IV antibiotics for a couple of months and had to spend 6 weeks doing hyperbarics. FDA safety report ID # (B)(4).